Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an adverse event occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. On wednesday, (B)(6) 2025, the patient experienced a severe hypoglycemic event while sleeping. He was awakened by a low glucose alarm from his g6 device. However, earlier in the day, the transmitter and sensor had been malfunctioning, repeatedly displaying the error message: "sensor transmitter expired." According to the reporter (the patient¿s wife), she found the patient unresponsive, unable to move or speak, and sweating heavily. She immediately called 911. Upon arrival, emergency responders measured the patient¿s blood glucose at 40 mg/dl. They administered glucose and unspecified medications. Due to the dexcom device not providing readings at the time, there was no cgm data available to compare with the emergency blood glucose measurement. The patient reported feeling better after receiving treatment and was not transported to a medical facility. At the time of the report, the patient was doing fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated. It was reported that an adverse event occurred. The sensor was inserted into the abdomen on 06/23/2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).